Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that last year about 13.5 months ago the system malfunctioned and stimulation went too high and he couldn't turn it off, however was able to decrease it. At the time, the patient said they were operating a boat (captain) in the (B)(6). The patient said that was the worst time and it finally depleted, took about 4 hours. The patient said that a couple days after the incident they couldn't get a reading using the recharger and they haven't used anything since then and doesn't know where the remotes are. The patient recently broke their foot and MRI technician mentioned a recall and that is why they called. The patient said that they tried to get their device removed, however, (B)(6) would not cover the procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.